Event description:
During a laparoscopic surgical procedure for chronic pelvic pain, dyspareunia and recurrent endometriousis the pt sustained a burn to the bowel. As a result, the pt sufferred the following: mid sigmoid colon perforation, peritonitis, colostomy with hartman pouch, colostomy closure, chronic bowel blockage, post surgical scarring and adhesions.